Manufacturer narrative:
Block h6 (device codes): imrdf code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was during a procedure performed on (B)(6) 2026. During the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was rescheduled. There were no patient complications reported as a result of this event.